Event description:
Left total hip replacement on (B)(6) 2006. She received the depuy total hip pinnacle acetabular cup sz mm 52, pinnacle metal insert 36mmidx52mmod, and articul/eze metal on metal femoral head 36mm, +1.6 12/14 cone. Right total hip replacement on (B)(6) 2007. She received the depuy total hip pinnacle acetabular cup sz mm 52, pinnacle metal insert 36mmid x 52mmod, and articul/eze metal on metal femoral head, 36mm +1.6 12/14 cone. In march of 2008 she began having persistent pain and weakness in both hips that was worse on the right side. She experienced popping and clicking in the right hip at times, and has elevated levels of cobalt and chromium in her blood. These symptoms are ongoing. Reason for use: arthritis in left hip and osteoarthritis in right hip.